Event description:
It was reported the lead was replaced after the patient had received 20 plus inappropriate shocks. Oversensing was observed after unhooking the leads. A lawyer further alleged the patient experienced inappropriate and/or excessive shocking and lead fracture. The patient further reported that they received a total of 30 shocks. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.